Manufacturer narrative:
The hs1 device sn (B)(6) was returned to philips for additional analysis. The complaint was escalated for a technical investigation, and the results indicate that the AED (automated external defibrillator) was failing self-tests due to a defective cmos static ram component with designator u4; replacing this component resolved the issue, allowing the device to operate normally. The device includes redundant design features to alert the user if service is needed. These features include an audible beep and a flashing ¿information¿ button that, when pressed, will cause the device to provide specific voice prompts providing the user with more information. Based on the available information and conducted testing, the reported problem with the AED (automated external defibrillator) was confirmed to be a defective cmos static ram component with designator u4, leading to the device's failure in self-tests and abnormal operation. Based on the information available and results of additional analysis further action has been initiated. The device was exchanged through the service parts supply chain (sps), and a replacement device was provided to the customer to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported that the device is failing self-test.